Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory had an observation relating to vt detection. Analysis of the device memory indicated undersensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead dislodged, there was over-sensing, the patient received inappropriate therapy as a result and following, the lead was successfully re-positioned. Approximately a week later, the device displayed a sensing/detection problem; there was inappropriate ventricular tachycardia (vt) detection. Additionally, the device sensed both atrial and ventricular events, the ventricular fibrillation detection criteria for count was met, which resulted in therapy delivery. The electrocardiogram showed artifact which was matched with the vt and there was under-sensing of the device, which was followed by delivery of pacing. Due to electrical activity during the episode, lead dislodgement was suspected. It was also reported the patient ¿felt discomfort¿ and arrived at the hospital via ambulance and was unconscious in the emergency room. Resuscitation efforts were performed, but were unsuccessful and the patient expired. Post mortem analysis indicated an acute myocardial infarction.